Event description:
It was reported by the consumer that on the bd nano¿ 2nd gen pen needles 32g x 4mm there was no insulin flow during priming. Verbatim: consumer reported no insulin flow when priming stated, he has to go through a few pen needles before one will work 20 pen needles affected stated, he's had more than one box affected but only has information on the one box reporting today stated, did not prime before injection.

Manufacturer narrative:
The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported by the consumer that on the bd nano¿ 2nd gen pen needles 32g x 4mm there was no insulin flow during priming. Verbatim: consumer reported no insulin flow when priming stated, he has to go through a few pen needles before one will work 20 pen needles affected stated, he's had more than one box affected but only has information on the one box reporting today stated, did not prime before injection.